Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device; maquet cardiopulmonary (B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis, and resolution for the device described in this report. The dual pressure module (dpm) was identified as the source of the error message; the pressure alarm sounded on powering up the pump and the transducer could not be seroed. The only way to run the pump was to override the alarm. The dpm was replaced by the service technician and was sent to the manufacturer for investigation. The manufacturer's investigation tested the dpm on pressure sensors in a hl20 console in the r&d lab. The error was identified as a startup error "er0d" and that this was a thermal error. When the board was more than 23°c the error would appear. The error is generated at the power on self test. The testing confirmed that the error was thermal in nature as it could be made to appear and disappear based on the temperature of the dpm. The cause of the error was one or more of the components on the dpm that may have been out of tolerance. It could not be determined which component was at fault. The dpm board was discarded and not returned to the customer. Reference: (B)(4).

Event description:
On (B)(6) 2011, at (B)(6) university hospital, (B)(6), the customer reported that the hl20 4-pump console base (article number: 70102.8580, serial number: (B)(4)) gave an error message on the p1 channel. No additional information was provided and the hospital did not report the event to a maquet representative until 29nov2011. Reference: (B)(4).